Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the left coronary artery. A 6.00mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst upon first inflation at 2 atmospheres. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.